Event description:
"High peep alarm" sounded and the ventilator was found with a baseline peep of 30cm h20. Upon inspection of circuit, noted that expiratory limb of circuit was clogged with white powdery residue. Patient was receiving continuous albuterol treatment at 4 mg/hr. The alarm delay is 20 seconds so patient was under this high peep setting with no adverse effects due to prompt response to ventilator alarm. Use of infant-size circuit was ceased as a result and the pediatric size will be used.